Event description:
The customer reportedly obtained a 20 mg/dl and 298 mg/dl on the accu-chek advantage system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The customer dropped the strips in the sink and exposed them to moisture prior to obtaining the results. New system sent to customer and return requested.